Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted that the device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right atrial (ra) lead exhibited noise and impedance measurements of greater than 2000 ohms. No adverse patient effects were reported. The device remains in service.